Event description:
Per the clinic, the patient experienced poor sound quality and dizziness with use of device. The patient underwent revision surgery on (B)(6) 2012 to secure movement of the device under the skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.